Event description:
Product complaint form indicates that the connector of the flowmeter was too loose to connect. As a result, a new product was used. The alleged defect was found prior to use on a patient.

Event description:
Product complaint form indicates that the connector of the flowmeter was too loose to connect. As a result, a new product was used. The alleged defect was found prior to use on a patient.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that there was damage on the thread of the adaptor. Based on the visual exam, the reported complaint was confirmed. All personnel from the molding area related to this process were notified. In addition, a CAPA was opened to further investigate this issue.

Manufacturer narrative:
(B)(4). No evaluation could be performed as the defective sample was not returned for evaluation. The failure mode could not be duplicated as it is not known why the connector of the flowmeter was too loose to connect. Thirty subassemblies of part number 12161 (lot number 74e1502464) were selected at the manufacturing facility and functionally tested. There were no issues or discrepancies detected. All units were found to be within specification. The device history record (DHR) of the product 031-33j with batch number 74b1503150 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No nonconformance reports were originated for the lot in question that can be associated to the complaint reported. The DHR shows that the product was assembled and inspected according to our specifications. No conclusion can be established at this time based on the lack of defective of sample. The actual complaint sample is needed in order to perform a proper investigation. If the product sample becomes available, a follow-up report will be submitted with investigation results. Personnel involved in the manufacturing process have been notified of this complaint.